Manufacturer narrative:
H6. Health effect impact code: f26 component code: g01003 d8. Was this device service by a third party? No a review of complaints for the architect total psa, lot# 19295fn00 assay determined that there are no trends for the product related to patient results. Return testing was not completed as returns were not available. Global data was evaluated and the patient median result for lot 19295fn00 was analyzed and found to be within established baselines and confirms no systemic issues for this lot. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the architect total psa, lot# 19295fn00 assay. This report is being filed on an international product, list number 7k70 that has a similar product distributed in the us, list number 6c06.d3 and g1: updated the phone and fax numbers and e-mail for the (ireland) sligo manufacturer site

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer reported a falsely elevated architect total psa result on a (B)(6) yr old male patient. Results provided: (B)(6) 2021 sid (B)(6) = 1741.42 / 260.44 / 1537.57 ng/ml. Previous psa at another hospital prior to this facility: approximately 1500 ng/ml (method unknown). A bone scintigraphy was performed without IV contrast. There was no resulting harm to the patient and the patient is doing fine.